Manufacturer narrative:
This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: nazzal, m. (2010). Complications related to inferior vena cava filters: a single-center experience. Ann vasc surg,24(4), 480-486. Retrieved november 11, 2009. This medwatch is being submitted for multiple patients with no patient demographics or device specifics. Complaint conclusion: as noted in the publication by nazzal et al complications related to inferior vena cava filters: a single-center experience, ann vasc surg (2010), 24(4): 480-486; there were 2 events of hematoma formation at site of insertion for the trapease arm of the study. Due to the nature of the complaint, the devices were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during the procedure.  At this time, there is nothing to suggest that the unspecified allegation against the device is related to the design or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As noted in the publication by nazzal et al complications related to inferior vena cava filters: a single-center experience, ann vasc surg (2010), 24(4): 480-486; there were 2 events of hematoma formation at site of insertion for the trapease arm of the study.